Event description:
It was reported that there was an electrical smell coming from a homechoice device during use for peritoneal dialysis (pd) therapy. The hp asked if the bags can get hot and make a smell. The baxter technical service representative (tsr) stated he has not heard of that. The tsr initiated a swap of the device. The tsr advised the hp to contact his pd nurse regarding the swap. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device log revealed nothing related to the issue. The device passed electrical and functional testing. External and internal visual inspections were performed and found no problems with the device and did not find soot, smoke, or a burnt odor. The device passed seal, purge, and wet disposable integrity testing and successfully completed a short simulated therapy with no issues. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. The reported problem could not be duplicated or confirmed. The cause of the reported problem could not be determined. The device was found to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.